Event description:
It was reported that the orbit galaxy g2 coil (641cf0407/c12028) became stuck in the sl10 microcatheter during an endovascular coiling procedure. The coil was pulled out and kept. They completed the case with a non-codman coil. There were no patient adverse events associated with the complaint. The device had been stored according to the label instructions. Additional information was received via the preliminary product analysis that showed the coil was stretched. No additional information could be obtained from the customer.

Manufacturer narrative:
(B)(4). Complaint conclusion: the device was returned for analysis. As viewed into the received packaging, it was found that the coil was returned unsheathed, unprotected, and stretched. No laboratory testing could be performed on the severely damaged coil. The circumstances of how and when the coil was stretched cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The complaint of the coil becoming stuck in the microcatheter was not confirmed since the microcatheter was not return and the coil was returned severely damaged. Additional information could not be obtained to determine if the damage found during product analysis occurred during the procedure or if it occurred during post-procedure handling; however, pulling the coil out against resistance may have contributed to coil stretching. There is no evidence that the coil stretching or resistance was related to a design or manufacturing issue; therefore, no corrective actions will be taken. This is an initial/final MDR.